Event description:
It was reported that the device was not recognizing the correct syringe size. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The reported event was confirmed. The tapered springe slipped over the collar the barrel clamp rod. The barrel clamp rod, tapered spring, and barrel clamp guide were replaced and the device passed all the functional tests. The root cause is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).